Event description:
Literature was reviewed regarding a 69-year-old female patient who one year prior underwent implant of a medtronic freestyle aortic bioprosthesis and a non-medtronic graft to treat a type a aortic dissection.  One year after the procedure the patient had persistent enlargement of an aortic arch false lumen, and subsequently underwent a frozen elephant trunk repair.  Later, at a follow-up visit, a computed tomographic angiography revealed a large false lumen aneurysm of the descending thoracic aorta.  The patient then underwent another procedure where a thoracic endovascular aortic repair (tevar) to the celiac trunk was performed.  At the completion of this procedure computed tomographic angiography and transesophageal echocardiogram showed the false lumen was closed.  After an uneventful recovery the patient was discharged on postoperative day three.  At the 6-month postoperative check the patient was stable without signs of device migration or visceral arteries occlusion.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: bertoglio et al. Self-occluding candy-plug: implantation technique to obtain false lumen thrombosis in chronic aortic dissections. J endovasc ther. 2023 dec;30(6):811-816. Doi: 10.1177/15266028221102661. Epub 2022 jun 16. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.